Event description:
Manufacturer's local lab reports spirit insulin pump buttons do not work. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.